Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The lesion was predilated with a 2.5 x 25 maverick balloon catheter. A 1.50 mm x 20 mm emerge balloon catheter was also advanced to the lesion but the shaft was broken. So they pulled out all the devices to protect the vessel from injury. No kinks were felt in the shaft. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of an emerge balloon catheter with no original packaging or other devices. The device was returned in two pieces; the hypotube was broken 70.5cm from the strain relief. The hypotube was kinked on both sides of the break; 69cm from the strain relief and 67.5 cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The lesion was predilated with a 2.5x25 maverick balloon catheter. A 1.50mm x 20mm emerge¿ balloon catheter was also advanced to the lesion but the shaft was broken. So they pulled out all the devices to protect the vessel from injury. No kinks were felt in the shaft. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.